Event description:
It was reported that during the device replacement, the rv lead was stuck in header by stripped set screw. Header was cut away and lead was capped and left in patient. Patient was stable before, during and discharged to home that evening.

Manufacturer narrative:
The reported field event of an inability to loosen the right ventricular set screw was confirmed in the laboratory. Visual inspection noted calcified blood filling the set screw inset which prevented the wrench from engaging the set screw inset to loosen the set screw. With the blood removed from the set screw inset, the wrench could fully insert and engage the set screw inset and loosen the set screw and remove the lead. The blood likely came through procedural damage to the septum.